Manufacturer narrative:
The valve was returned to edwards for evaluation unused but detached from the holder. A visual inspection under magnification did not show any observable damage to sutures, frame, skirt, or leaflet of the valve. A loose piece of white thread-like material approximately 6mm long was found on the valve. The material was isolated and a chemistry analysis was performed. Infrared (ir) spectrum of the unknown particulate showed similar absorption characteristics when comparing to polytetrafluoroethylene (ptfe) like material. A device history record (DHR) review of the affected work order did not reveal any issues that could have contributed to the reported complaint. Evaluation of the returned valve confirmed the reported loose piece of thread and a manufacturing nonconformance was found. However, this material did not originate from the permanent sutures of the valve or components of the valve. Based on the ft-ir chemistry analysis, the ptfe-like material is most similar to our monofilament ptfe sewing threads. During the manufacturing process, these threads are used as temporary stitches in the following steps: attaching the 4-hole bar to leaflet, assisting in skirt tube overlap placement, securing the pet skirt to the leaflet assembly, holding the leaflet assembly to frame, and affixing the pet skirt to frame. These threads are also used to temporarily attach the ID tag onto the finished valve assembly. It is possible that the ptfe suture could be left behind by the operators anytime within one of the listed steps above. As part of a previous investigation, corrective actions were implemented to add clarification to the manufacturing guidelines to 100% inspect for foreign particles on valves as well as inside the jar. In addition, clarification on when to remove the temporary sutures and where to discard them was provided during these corrective actions. It should be noted that this valve was manufactured prior to the implementation of these corrective actions.

Event description:
As reported by the edwards field clinical specialist, while we were rinsing the valve we noticed there was an odd ¿thread¿ like filament that was partially holding the new valve closed. I carefully touched the valve where the tread was and it popped when I tried to lift it off. The medical team decided to open another valve.

Manufacturer narrative:
The investigation is ongoing.